Manufacturer narrative:
Per -2569 combined report . The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported that the patient fell prior to discharge during rehab, resulting in the dislocation. Based on this, as the event was due to a fall and not related to the performance of the reported devices, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient was admitted on (B)(6) 2019 with a dislocation 1 week post primary surgery. It was later confirmed that the patient then underwent a revision on (B)(6) 2019.